Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a melted tip. The hook passed the electrical continuity. The complaint regarding a heavily charred tip was confirmed by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument had the tip heavily charred. The procedure was completed with no reported injury.